Event description:
The customer states that during correlation studies between the axsym digoxin iii and architect c8000 multigent digoxin assays, two additional pt samples generated discrepant results. Pt #3 generated an axsym result of 1.38 ng/ml and an architect result of 0.57 ng/ml. Controls have been within specifications with no issues with any other assays. No architect c8000 specific pt info was provided. The customer states that no preventive maintenance has been performed on the analyzer since its installation in early 2007. A service call was initiated. Since this was a correlation study, no impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.